Manufacturer narrative:
(B)(4). Additional information: device evaluated by MFR?, device manufacture date, evaluation codes. The lot was manufactured january 27, 2016 ¿ january 29, 2016. The device was received for evaluation. Visual inspection identified a ruptured bladder. Microscopic examination of the external and internal surfaces of the bladder, rupture line, and the stress-member revealed no abnormalities. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate burst during filling. There was no patient involvement. No additional information is available.